Event description:
It was reported that there was an over infusion of morphine on a medical/surgical unit. The event occurred on an elderly patient during comfort care. The ordered medication was morphine 50mg in dextrose 5% (d5w) 100ml, and was intended to infuse at 2mg/hr. The ordered volume to be infused (vtbi) was 100ml, however the vtbi was programmed as 85ml. The infusion was initiated at 1605. According to the ikp data provided by the customer, a morphine continuous infusion with a programmed dose of 0.100 mg/hr was infusing at 4ml/hr until the infusion was stopped and reprogrammed at 1607 to a programmed dose (unit dose) of 2.0 mg/hr (from 0.100mg/hr) which made the rate of infusion 80ml/hr (from 4ml/hr). The infusion continued at this rate/dose until 1716 when the infusion was stopped. There was no way of knowing from the ikp data provided what the what the initial programming was. The patient expired at 1812. It was reported that the over infusion "potentially" expedited the death of the patient and she may have expired earlier than expected. Customer advocacy received a copy of the FDA request letter which states, "it was reported that there was an over infusion of morphine on a medical/surgical unit. The event occurred on an elderly patient during comfort care. The ordered medication was morphine 50mg in dextrose 5% (d5w) 100ml, and was intended to infuse at 2mg/hr. The ordered volume to be infused (vtbi) was 100ml, however the vtbi was programmed as 85ml the infusion was initiated at 1605. The patient expired at 1812. It was reported that the over infusion "potentially" expedited the death of the patient and she may have expired earlier than expected."

Manufacturer narrative:
The customer report of an infusion of morphine was determined to be the result of user programming as confirmed through log review. The inspection process performed on pump module sn (B)(4) found no issues relevant to the reported incident. The date and time of the reported event was (B)(6) 2020 at 18:12 pm. The review of the pcu error log shows no errors or malfunctions relevant to the customer¿s complaint during the reported date. At 4:06:17 pm, morphine drip (drug ID (B)(6)) was selected from the guardrails drugs. The user selected the custom concentration and entered the drug amount of 2mg and diluent volume of 80 ml. The concentration equated to 0.025 mg/ml. The user entered the rate of 4ml/h which automatically entered the calculated dose of 0.1 mg/h. The user manually entered the vtbi of 85 ml. The infusion was started and the calculated duration for this continuous infusion was 21 hours 15 minutes. At 4:07:14 pm, the pump module was selected and the dose was reprogrammed to 2 mg/h which automatically entered the calculated rate of 80 ml/h with the remaining vtbi of 84.9 ml/h. The infusion was started and the calculated duration for this continuous infusion was 1 hour 3 minutes. At 4:07:40 pm, pump alarmed- air in line. At 4:07:44 pm, the infusion was restarted. At 4:07:56 pm, pump alarmed- air in line. At 4:07:58 pm, the infusion was paused. At 4:08:09 pm, pump alarmed- flo stop open. At 4:08:11 pm, pump alarmed- infusor door closed. At 4:10:48 pm, the infusion restarted. At 5:11:47 pm, infusion completed- kvo begins. At 5:16:03 pm, the pump module was channeled off. At 5:16:07 pm, pcu 15120802 powered off. The total volume recorded infused was 85.756 ml. Timed rate accuracy test was performed on the pump module. The device was found to be delivering IV fluids within specification. The root cause of the customer-reported issue that an over infusion of 85 ml of morphine resulted in patient expiration being expedited was determined to be the result of user programming, which caused the morphine to infuse faster than expected.

Event description:
It was reported that there was an over infusion of morphine on a medical/surgical unit. The event occurred on an elderly patient during comfort care. The ordered medication was morphine 50mg in dextrose 5% (d5w) 100ml, and was intended to infuse at 2mg/hr. The ordered volume to be infused (vtbi) was 100ml, however the vtbi was programmed as 85ml. The infusion was initiated at 1605. According to the ikp data provided by the customer, a morphine continuous infusion with a programmed dose of 0.100 mg/hr was infusing at 4ml/hr until the infusion was stopped and reprogrammed at 1607 to a programmed dose (unit dose) of 2.0 mg/hr (from 0.100mg/hr) which made the rate of infusion 80ml/hr (from 4ml/hr). The infusion continued at this rate/dose until 1716 when the infusion was stopped. There was no way of knowing from the ikp data provided what the what the initial programming was. The patient expired at 1812. It was reported that the over infusion "potentially" expedited the death of the patient and she may have expired earlier than expected. Customer advocacy received a copy of the FDA request letter which states, "it was reported that there was an over infusion of morphine on a medical/surgical unit. The event occurred on an elderly patient during comfort care. The ordered medication was morphine 50mg in dextrose 5% (d5w) 100ml, and was intended to infuse at 2mg/hr. The ordered volume to be infused (vtbi) was 100ml, however the vtbi was programmed as 85ml the infusion was initiated at 1605. The patient expired at 1812. It was reported that the over infusion "potentially" expedited the death of the patient and she may have expired earlier than expected."

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no additional patient information was provided.

Event description:
It was reported that there was an over infusion of morphine on a medical/surgical unit. The event occurred on an elderly patient during comfort care. The ordered medication was morphine 50mg in dextrose 5% (d5w) 100ml, and was intended to infuse at 2mg/hr. The ordered volume to be infused (vtbi) was 100ml, however the vtbi was programmed as 85ml the infusion was initiated at 1605. The patient expired at 1812. It was reported that the over infusion "potentially" expedited the death of the patient and she may have expired earlier than expected.